Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient's blood vessel was thing and tortuous; therefore, positioning took a long time. After inserting and removing from the body several times, the lumen clogges and the wire wouldn't enter. As a result, the left ventricular lead was not successfully implanted. No adverse patient effects were reported.